Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the probe would not cut during a vitrectomy surgery. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.3. And h.6. A sample was not received at the manufacturing site; therefore, the condition of the product could not be verified. A lot number was identified, however the lot does not contain a vitrectomy probe lot number therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).